Event description:
It was reported that the stent partially deployed and was removed without complete re-constrainment. The target location was located in the biliary tract. A 10mmx60mm wallflex biliary transhepatic stent was advanced through a 9fr sheath and deploy to the duodenum with a wire. During removal of delivery system from the sheath, it was noted that the stent was half deployed. The entire system was removed through the sheath and procedure was completed with another 10mmx60mm wallflex biliary transhepatic stent. No patient complications nor injuries were reported.

Event description:
It was reported that the stent partially deployed and was removed without complete reconstrainment. The target location was located in the biliary tract. A 10mmx60mm wallflex biliary transhepatic stent was advanced through a 9fr sheath and deploy to the duodenum with a wire. During removal of delivery system from the sheath, it was noted that the stent was half deployed. The entire system was removed through the sheath and procedure was completed with another 10mmx60mm wallflex biliary transhepatic stent. No patient complications nor injuries were reported. Device was returned with its original box. The stent was received deployed. A visual inspection identified no issues with the stent. A visual and tactile examination identified no issues with the stainless steel tube of the device. A visual and tactile examination found no damage or any issues with the inner member. A visual and tactile examination found severe kink at 9-inch approx from the valve body. A visual inspection identified no issues with the tip. The stent was measured in three sections (distal - medium - proximal) along the main body in order to confirm that is within specification. Inspected measurements results were found within specification.